Event description:
In 2008, the pt reported that 2 weeks ago her blood glucose was elevated to 590 mg/dl and she felt really tired. Her normal blood glucose level is under 150 mg/dl. She stated that she was performing boluses but her blood glucose was not decreasing. She then noticed that her infusion tubing was not completely connected at the infusion site. She corrected the connection and bolused and her blood glucose returned to normal by 8:00 pm. She stated that she feels the infusion sets from her current box are more difficult to "snap" together. The patent did not require medical assistance from a healthcare professional or second party to address the issue. The pt will return one unused infusion set for eval.